Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 22 may 2020.

Event description:
The customer reported that the system wont power on. The field service engineer (fse) verified the reported problem. The fse found the sensor pcb to be replaced. Sensor board was ordered. The customer reported that the unit was not in use on a patient. The fse replaced the sensor board to address the reported issue.